Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, it was reported that the wire perforated the distal circumflex artery. Balloon tamponade was attempted for 20 minutes but was unsuccessful. Papyrus 2.0, 2.5 and 3.0 micro catheters all trapped. The physician attempted to use a coil and the balloon did not deflate, so the wire stretched out and also got stuck. The balloon was inflated for over two hours with attempts to snare unsuccessful. Additionally, it was also reported that the patient had no pulse in the right leg and slight oozing was noted at the groin access site. Three units of blood were administered to the patient and systemic heparin was withheld. The device was subsequently weaned successfully and explanted. No further information was provided.